Event description:
Upon interrogation in 2000, the warning message "a device reset has been detected" appeared along with a serial number and model number change. It was noted that at the last follow-up, the serial number change was also present, but all the programmed parameters were still set. At this time, the values had reverted back to default. Technical services recommended changing the serial number back and initiating induction testing to document appropriate device function. During induction testing 14 days late the device functioned as programmed. St. Jude medical was notified two months late that the device had been explanted.